Manufacturer narrative:
Patient information unknown, as no patient was present in this concern. Computer was replaced and fixed issue. The suspect computer has not been sent back for evaluation as of yet.

Event description:
Site reported that their system intermittently boots up and then shuts down. They do not hear any beeps coming from the ups. They said it can take several reboots to get it to power up. This event did not occur during surgery and no patient was present.